Event description:
It was reported that 4 years and 1 month following the implant of a transcatheter aortic valve, central regurgitation of unknown severity was identified. Additional information was received that the severity of regurgitation was mild-moderate. Subsequently, the valve was explanted and replaced with a surgical aortic valve. Additional information was received that the regurgitation was due to a torn leaflet.

Manufacturer narrative:
Image review: a case report and two still images were provided for review. The case report from imaging services shows the valve appears to be well expanded, with an implant depth of approximately 5.1 mm beneath the right coronary cusp (rcc) and 9.0 mm beneath the left coronary cusp (lcc). All sinus of valsalva (sov) diameters and sinus heights are within the recommended range. The valve leaflets do not appear thickened or calcified. No computed tomography (CT) characteristics of the implanted valve are identified to explain the cause of aortic regurgitation. The provided images show the interior of the valve, including one with a circle highlighting a tear in one of the leaflets. This leaflet tear likely accounts for the mild-moderate aortic regurgitation described. Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 years and 1 month following the implant of a transcatheter aortic valve, central regurgitation of unknown severity was identified.

Manufacturer narrative:
Updated data: b1. B2. B2. D6b. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of regurgitation was mild-moderate. Subsequently, the valve was explanted and replaced with a surgical aortic valve.